Manufacturer narrative:
(B)(4) . Device was received and device evaluation is still in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. Internal and external inspection was performed and no issues were noted. Functional testing performed included leak testing, clear passage test, clamp function test, and device-device interaction testing. A short simulated therapy was successfully performed. Upon conclusion of the investigation, the cause of this issue was determined to be use error, tidal total ultrafiltration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a high drain 116 (night drain #16) alarm. The patient was connected at the time of the alarm. This alarm indicates that the patient drained greater than or equal to 160% of the maximum prescribed cycle fill volume. The technical service representative had reviewed the therapy log with the registered nurse (rn). The total fill volume was 4561 ml, total drain volume was 4953 ml, and total ultrafiltration was 374 ml. The rn stated they would adjust the programming on the homechoice so that the patient can setup for their next therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.